Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with weakness and bradycardia. External pacer pads were applied. Interrogation showed that the patient's right ventricular and left ventricular leads had dislodged. The leads were explanted and replaced. Related manufacturer reference number: 2017865-2020-23047.